Manufacturer narrative:
The insulin pump was received with intermittent buttons response and button error alarm due to moisture damaged on keypad traces. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.